Event description:
It was reported when the device was used during an unknown procedure, it fired unformed staples. The case was completed using sutures. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.